Event description:
It was reported by repair work order that the headend litter cover was damaged, exposing sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the headend litter cover was damaged, exposing sharp edges. It was also reported that the footsection may not have locked into place as the footsection latching bar had a weldment break. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined there the footsection latching bar was loose, however, this is not likely to harm the patient as the foot section would still lock in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. These issues are not likely to cause or contribute to serious injury or death if they were to recur. Customer was provided with an estimate for repair which they decided to do at a later date.